Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (B)(4) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for birth control. Consumer stated that she experienced seizures, weight gain, fatigue, food allergies, constant periods and grapefruit size blood clots. She also had mass fibroids throughout uterus; the biggest ones growing around essure devices. She considered that the events were related to essure. She received thermofit as concomitant medication. On (B)(6) 2014 essure was removed. An injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Product technical complaint (ptc) investigation result was received on 01-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had grapefruit size blood clots. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, the exact timing between essure insertion and event onset was not reported however given the nature of the event, causality with essure cannot be excluded. Consumer also reported she had seizures. This event is unlisted for essure and was considered serious due to hospitalization (hospitalization was mentioned but not specified and /or assigned to one of the events). Causes of seizures include head trauma, brain tumors, stroke, intracranial infection, cerebral degeneration, congenital brain malformations, hypoglycemia, nonketotic hyperglycemia, hyponatremia, hypocalcemia, renal failure with uremia, hyperthyroidism, cerebral anoxia, withdrawal state and intoxication. In the present case, the temporal relationship between essure insertion and onset of the event was not reported. Considering the pathophysiology of this event, and essure's local effect in the fallopian tubes, this event was assessed as unrelated to essure. Additional non-serious events were reported. Essure was removed 5 years after insertion (intervention implied) therefore this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Follow-up from 02 oct 2015: the required number of follow-up attempts have been completed, with no response to date.